Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While suturing the dermis, the surgeon found that the suture was severely curled or kinked. There were no adverse patient consequences.